Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was duplicated the reported phenomena. It was found as follows; - sdi1 and sdi2 video output were not coming due to faulty cm board. - it was found the damage on dvi port, hence dvi output was not coming intermittently. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root causes of the reported phenomena could not be identified. [Considerations] <dvi output did not come out intermittently> from the investigation results, it was presumed that the reported phenomenon was occurred due to the damaged dvi port. The cause of the damaged dvi port could not be determined. <sdi1 and sdi2 were no output> from the investigation results, it was presumed that the reported phenomenon was occurred due to the damaged cm board. The cause of the damaged cm board could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user via the service engineer of olympus india that there was no image of the subject device during the preparation for use. There was no report of patient injury associated with the event.

Manufacturer narrative:
The service engineer of olympus (B)(4)checked the subject device at the user facility. It was found that since the dvi out terminal of the subject device was damaged, dvi signal was not coming and there was no image. It was done the crosscheck with other cables, but the image of the subject device was not displayed. Moreover, it was also found that hd-sdi signal image was not coming but the y/c out terminal was worked because the image was transmitted. The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.